Manufacturer narrative:
The treatment data card and return pad with cable were returned for evaluation. No causal defects were found during the evaluation of the return pad with cable. Capacitance test was performed and cable is within specifications. Evaluation of the data card showed that errors occurred during treatment to alert the operator to maintain full contact to skin with consistent and sufficient force during rep. Delivery or to alert the operator of rf noise or failure to follow on-screen instructions. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The reported adverse event is a known procedure complication of thermage treatment. Blisters are known possible patient reactions to thermage treatment.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and noticed a blister on the left shoulder blade the same day as treatment. Due to the patient's complaint of heat, the operator readjusted the return pad clip and noticed that the clip was very hot. The operator re-attached the clip, replaced the return pad, and completed treatment by flipping the return pad clip over. The patient's blister is in the area where the return pad clip was secured. Reportedly, there were no system errors during treatment. The treatment tip surface was inspected prior to and during use and nothing was noted. Additional information was requested but has not been received.